Event description:
Customer reported to beckman coulter, inc (bec) that there was a fluid leak in the coulter lh 750 hematology analyzer. Customer reported that the leak was dripping onto the table. Customer reported that the volume of the leak was 20 cubic centimeters to 30 cubic centimeters. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the sample access and reservoir module valve (vl114). The fse replaced the tubing, resolving the issue.

Manufacturer narrative:
(B)(4).